Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: device history review: there was no non conformance regarding this lot the product was not returned to j&j medtech orthopaedics, however a photo was provided for evaluation. ¿ visual inspection of the returned photo found that the anchor was found broken, biological matter can be observed on the anchor. Traces of being deformed can be observed. The overall complaint was confirmed as the observed condition of the lupine br ds w/orthcrd would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to procedural variables, such handling of the device or product interaction during procedure; bending force may was applied; as per IFU; do not twist or apply bending force to the inserter. Doing so may damage the anchor, suture, or inserter tip. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported that during a labrum suturing surgery, it was observed that the the lupine br ds w/orthcrd device anchor was deformed. It was reported that the anchor was removed from patient. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: correction: h6: investigation findings in the initial report were incorrectly reported as c20,c0601,c0706. This was not applicable to the initial report. The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found that the shaft and handle have no structural anomalies. The anchor was found bent and broken near mid-body and still attached from the inserter. Not all the broken fragments were returned for evaluation. On the other hand, the suture was detached from the inserter, the anchor loop was lost, and it was frayed. No other anomalies were noted. The overall complaint was confirmed as the observed condition of the lupine br ds w/orthcrd would have contributed to the complained device issue. Based on the investigation findings, the potential cause for the broken and bent anchor as well as the frayed suture is traced to the procedural variables, such handling of the device or product interaction during procedure. The possible root cause is linked to an off-axis insertion and levering during insertion. As per IFU, 1) do not twist or apply bending force to the inserter. Doing so may damage the anchor, suture, or inserter tip. 2) excessive tension may overload the anchor or suture. Properly handling and attention to the approved use of the device diminishes the risk of failure. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.